Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and that it would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further examined the customer's device and was able to determine that the cause of the reported failure was an integrated circuit (ic) chip, designator u4, on the digital pcb assembly.

Manufacturer narrative:
Physio-control examined the customer's device but was initially unable to duplicate the reported failure. When received, the unit would power on and defibrillate when prompted. Physio confirmed that the customer had replaced the device's charge-pak assembly prior to sending the unit in for evaluation which replenished the device's internal hybrid layer capacitor (hlc) batteries, allowing for it to power on and defibrillate at the time of physio-control¿s evaluation. Upon inspection of the downloaded device memory, physio observed that the internal hlc's had previously depleted to the point where permanent damage was likely and, as a result, the hlc's would not likely be able to maintain the charge necessary for powering on or providing adequate defibrillation therapy. The cause of the reported issue could not be determined. The customer was provided with a replacement device.